Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The inspiratory proportional valve was replaced to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the ventilator stopped working. It was found that inspiratory proportional valve is sticking a low flow. There was no reported patient involvement.